Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay, cracked case (battery tube), and cracked case-corner of belt clip rails. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. The customer reported that they were continuously getting insulin flow blocked alarm even after changing multiple sets. Customer has tried all recommended troubleshooting advice, but the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.